Event description:
It was reported the patient experienced phrenic nerve/diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, bi-ventricular defibrillator, (B)(6) 2009; 1346t, competitor lead, (B)(6) 2003; 694758, lead, (B)(6) 2009. (B)(4).